Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the secondary tubing became disconnected at the fluid chamber causing medication to leak out of the chamber and backflow out of the tubing side could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model ms3500 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the 36 in 20 drop secondary set experienced leakage. The following information was provided by the initial reporter: secondary tubing became disconnected at the fluid chamber causing medication to come gushing out of chamber on the chamber side and backflow out of the tubing side. Did not reach the patient.